Event description:
Straight out of the box, the icross was prepped per manufacturer's recommendation. The catheter flushed without difficulty, and connected to the motor drive without difficulty. Great care was taken not to kink the catheter during prep, but a kink was noted near the proximal, sliding part, of the catheter.====================== health professional's impression======================"very difficult to use"